Event description:
It was also reported that the high power impedances have increased past 200 ohms and this is likely a fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk biv ice, implanted: (B)(6) 2011; 407652 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) and rv coils had erratic impedances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.